Event description:
Loss of osseointegration, implant achieved osseointegration, implant was completely covered with bone, no thread tap used, smoker, inadequate bone quality/quantity, bone resorption.